Event description:
The customer was admitted to the hosp for high bgs and ketoacidosis. It was stated that the hosp could not find significant signs. Troubleshooting was performed. The delivery alarm performed as intended. It was indicated that the cannula was bloody when it was removed prior the admission.